Event description:
The customer reported the system continued to fluoro after the foot pedal was released. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the system to be operating as intended. The extended fluoro function is a feature of the system during auto fluoro mode which enables x-rays to be emitted for a short period of time after a "toe tap" or very short duration foot pedal press in order to provide a high quality image. No accidental radiation occurrence. Ge representative turned off the extended fluoro feature at the customer's request.